Event description:
On (B)(6) 2012, it was reported that the vibrator was not functioning in the patient's infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The vibra shaft is bent due to a mechanical influence. Because of this problem the customer got rattling feedback from the vibrator. The bent shaft is caused by a hard mechanical impact.